Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. Beginning on an unreported date in the month following the onset, the patient was treated with ancef intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment was ongoing. Two days after this report was received, the peritoneal dialysis catheter was removed and dianeal therapy was stopped. On an unknown date in the month following the onset of the peritonitis, the patient started hemodialysis therapy. Hospitalization was ongoing. The patient was recovering from the peritonitis event. No additional information is available.